Event description:
The reporter stated that the surgeon was inserting a 21.0 diopter single piece silicone lens and the injector tore the trailing haptic. The lens was removed with no patient injury and replaced with same model lens.